Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. During service,the device failed the visual and cutter assessment test. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report rec'd from the USA stating that service was required for the device. During service cannot insert cutter was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no add'l info provided.